Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture and seroma was requested on january 12, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side pain and device rupture diagnosed via MRI, "cyst", ¿minimal trace amount of fluid around the prosthesis¿. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Clarification h6 - photos of the device received and are under investigation. Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported left side pain and device rupture diagnosed via MRI, "cyst", ¿minimal trace amount of fluid around the prosthesis¿. The device has been explanted and replaced with a non-allergan implant.